Event description:
Literature was reviewed regarding a patient who had a non-medtronic transcatheter aortic valve (myval) implanted valve-in-valve in a medtronic 26 mm corevalve transcatheter aortic valve. The corevalve had been implanted for approximately eight years and required replacement due to degeneration (presented with dyspnea, general weakness, and lower limb swelling). Within thirty minutes of the completed valve-in-valve procedure, the patient developed hypotension and cardiogenic shock. Urgent transthoracic echocardiography revealed severe hypokinesia with compromised left main coronary artery flow, necessitating bailout coronary stenting. Following the coronary intervention, the authors recounted that the patient exhibited gradual hemodynamic recovery and was ultimately discharged in stable condition.

Manufacturer narrative:
Citation: behera dr, shetty kk. Balloon-expandable myval valve-in-valve transcatheter aortic valve implantation with bailout left main coronary artery chimney stenting: a case report. J med case rep. 2025;19(1):390. Published 2025 aug 5. Doi:10.1186/s13256-025-05471-0 earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.